Event description:
It was reported that at a routine follow-up appointment, high, and out-of-range pacing impedance (>3000 ohms) and shock impedance (>200 ohms) measurements were noted from this right ventricular (rv) lead. Additionally, out-of-range left ventricular (lv) lead pacing impedance measurements (>3000 ohms) were also observed. The physician suspected that the rv lead impedance abnormalities were the result of lead insulation damage. This rv lead was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The lv lead remains implanted and in-service.